Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "overheated and melted the cabinet." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and found the internal fan operating to specification, and internal temperatures within specification. The cause of the thermal deformation was exposure to an external heat source (fireplace, space heater, etc).